Manufacturer narrative:
(B)(4). Title: a case-matched comparison of single-incision versus multiport laparoscopic right colectomy for colon cancer source surg today, volume 46, 2016 (297¿302), date of publication: 25 march 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study to compare the outcomes between single-incision laparoscopic right colectomy and multiport laparoscopic right colectomy for colon cancer. Thirty-five consecutive patients undergoing single-incision laparoscopic right colectomy using a sils¿ port from a prospective single-institution database were case matched according to demographic data to an equivalent number of patients who underwent multiport laparoscopic right colectomy. Two patients had post-operative complications included wound infection and ileus (two from single-incision laparoscopic right colectomy patients and three from multiport laparoscopic right colectomy patients). Two conversions were reported in each group (single-incision laparoscopic right colectomy conversion to multiport laparoscopic right colectomy and multiport laparoscopic right colectomy conversion to laparotomy).